Manufacturer narrative:
Journal article: effect of coronary cta on chronic total occlusion percutaneous coronary intervention: a randomized trial authors: sung-jin hong, byeong-keuk ki, iksung cho, et. Al. Journal: jacc: cardiovascular imaging year: 2021 reference: doi.org/10.1016/j.jcmg.2021.04.013 patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the death(s) was provided. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article titled - effect of coronary cta on chronic total occlusion percutaneous coronary intervention: a randomized trial - was submitted for review. The aim of the study was to test whether the success rate of percutaneous coronary intervention (pci) for chronic total occlusion (c to) increased with pre-procedural coronary computed tomography angiography (cta). A total of 400 patients with cto were randomized to receive pci with pre-procedural coronary cta or without coronary cta. Medtronic resolute zotarolimus eluting stents were among the devices used in the study. Clinical outcomes reported include cardiac death, non-cardiac death, acute myocardial infarction (mi), peri-procedural mi, target vessel related mi, definite stent thrombosis, target vessel revascularization and non-target revascularization.

Manufacturer narrative:
Additional information: it was stated that there was no causal relationship between the devices and the death event. A4: average weight provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.